Event description:
Based on the analysis completed in 05/2006. The 85% stenosed ostial lesion being treated was located in the severly calcified, severely tortuous mid right coronary artery (rca). The physician predilated with a 20 mm balloon. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus liberte 3.00x28 mm drug eluting stent would not cross the lesion. The procedure was completed with angioplasty. The stent was not implanted. No pt complications were reported. Pt status reported as "fine". However, the returned product confirmed that there was shaft separation. This product is only ous approved but it is similar to a marketed us device.